Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155976.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited loss of capture. It was also noted that the patient experienced syncope. The lead was explanted and replaced. There were no patient consequences.